Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering visited the customer to address the reported event. During inspection of the unit, fse found the bf wash probe 2 had a piece of foil from a test cup stuck to the bottom of it. The test cups were examined and the seal breaker was found to be out of alignment, which resulted in some of the cup foil being cut off and subsequently adhered to the tip of the bf washer probe. Fse reset the seal breaker alignments and ran the seal break 10 cup routine in the maintenance software. The seal breaker was functioning as expected and properly breaking the seal on the 10 cups reliably. Fse then ran quality controls (qc) without any issues. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 13-sept-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under appendix 3 flags states the following: wash unsuccessful (wu) flag-indicates b/f separation failure. Perform maintenance of b/f wash probes by referring to "chapter 9: maintenance." If this fails to resolve the problem, contact tosoh service center or local representatives. The most probable cause of the wu flags was the seal breaker was out of alignment.

Event description:
A customer reported a wash unsuccessful (wu) flag mid-run of a patient sample with the aia-900 instrument. No errors were received on any samples thereafter. The customer cleaned the wash probe and observed foil from the test cup on the wash probe tip and removed it. Technical support (ts) also suggested that the customer repeat the samples after a wu error. Upon follow up, the customer was able to continue running all samples in duplicates until a service can be performed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), prolactin (prl), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.